Event description:
It was reported that a homechoice device experienced an unspecified malfunction. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A short simulated therapy, full functional testing, electrical safety testing, and a visual inspection were performed. The device did not start-up during sample evaluation. The reported condition was verified. The cause of the condition was determined to be a defective power supply. To correct the condition, the power supply was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.